Manufacturer narrative:
Intuitive has received the permanent cautery spatula instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a dislodged and broken ceramic sleeve. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.047¿ x 0.075". This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. The instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.143¿ - 0.048¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse.blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Event description:
During central processing, it was reported that the black collar at tip of the permanent cautery spatula instrument was loose and chipped. There was no report of patient involvement.